Event description:
A report was received that the pt had suffered a dura puncture when the leads were revised on (B)(6) 2010. During the initial f/u, the pt complained of a bad headache. The physician performed a blood patch and the pt was doing well. The physician had not experienced any resistance or difficulties during the lead revision procedure.